Event description:
On (B)(6) 2013, the reporter contacted animas alleging that while in the hospital for an elevated blood glucose (bg), the patient experienced a low bg of 44mg/dl and was treated by hospital staff with an unknown amount of carbohydrates. The patient's bg at the time of the call to animas was reportedly stable; however, the reporter did not provide additional bg values. The reporter stated that the patient's elevated bg was attributed to growth spurts and puberty, but no reason for the low bg was given. The reporter noted that the patient's pump settings were changed while at the hospital and the patient remains on insulin pump therapy. The reported bg elevation is addressed on a separate complaint. This complaint is being reported because the patient reportedly experienced hypoglycemia of unknown cause while on insulin pump therapy and received medical intervention.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.